Event description:
On 5/23/95 the individual was notified she was allergic to latex. The individual has been sensitized to latex from wearing of latex gloves. The user suffered from hives, wheezing, hand dermatitis, runny eyes and nose, dizziness, and flu-like symptoms when wearing latex gloves.